Event description:
This lead was implanted on (B)(6) 2005 and remains implanted at this time. A call to technical services on 5/1 5/2013 states that (B)(6) attempted to replace a riata rv lead yesterday because his device clinic staff noted some chatter (oversensing) - though no inappropriate therapies were delivered. We were able to get a j-wire into the lower ra / rv though passing a lead proved futile. Apparent fibrosis at ra/superior vena cava junction, an azygous system and late in the case, the patient's complaint of substernal chest pain with j-wire manipulation at the ra/svc junction prompted (B)(6) to cease and consider other alternatives. There were no negative events, the patient had no complications throughout the procedure. This took place on (B)(6) 2013 @ (B)(6). The physician was (B)(6) at (B)(6) in (B)(6). No additional information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).